Manufacturer narrative:
Device not returned.

Event description:
It was reported that while inserting the spacer during the implant procedure, the physician heard a crackle and felt resistance. The physician then removed the device and examined it and found the spacer to have a broken spindle cap. A new spacer was used and the case was completed successfully.